Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was verified by x-ray. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.